Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A patient reported right side rupture. Healthcare professional additionally reported "the implant shell is damaged along the anterior and posterior surfaces, the shell is lysed in some places, the gel is in contact with the internal capsule. There is a double capsule in the pocket, dense with fibrous bands, about 5 mm thick." The device has been explanted.